Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient reported that he thought their implantable neurostimulator (ins) battery was leaking because he had severe burning above and below the ins site. The burning was noted to be ¿so bad¿ and was like battery acid. The burning sensation and irritation were a really sharp pain that woke the patient up in the middle of the night. When the patient shifts at night, the ins moves down, it wakes him up and he "was on the moon". The patient then noted that it would take 15 minutes for the burning to reduce, but if he moved to another position, the burning sensation would return; it was like ¿salt on an open wound¿. These issues were discovered on (B)(6) 2019. At the time of the report, the burning pain had dissipated, but the tissue was soft where the ins was. Due to these issues, the patient noted that he could not drive, he was limited with his mobility and was very disabled. In the end, the patient was redirected to follow-up with a healthcare professional (hcp) to address the issues. There were no further complications reported or anticipated.